Event description:
The stent did not cross the target lesion. Upon receipt of the product, the hub was cracked. It could not be verified when the crack might have occurred.

Manufacturer narrative:
Please note that this device, is not distributed in the united states. However, it is similar to the us distributed. An initial report was received that three cypher sds failed to cross a lesion. When one of these products was returned, one of the products also had a luer hub crack. The event involved a patient of unknown age, gender and medical history. The reason for the patient's admission was not reported; but an angiogram revealed a lesion in an unknown vessel. No vessel and/or lesion characteristics were provided. It is not known if the lesion was pre-dilated prior to the introduction and crossing failure of three cypher stents; a 3.00 x 33mm, a 3.00 x 18mm and a 2.50x 18mm. The products were all removed without injury to the patient. It is not known how, or if, the unknown lesion was subsequently treated. The reporter did not report any additional concerns with these three products. Attempts to obtain further information have been unsuccessful. The three cypher stents were returned for evaluation. However, visual examination of the 3.00 x 18mm cypher stent revealed that the luer hub was cracked nest to the thread. Dimensional analysis of the crossing profile revealed that it was within specification. Functional analysis with water also confirmed the luer hub leakage. During an investigation into this issue, it was found that the condition of the hub could be created when a unit is connected to the uson machine when the injection point is facing upward during its' connection and downward force was applied. A DHR review of the involved lot number revealed that the product met requirements for product acceptance. Conclusion: the exact cause of the luer hub crack could not be conclusively determined. However, it may be related to procedural or user-handling factors, CAPA has been opened to address cracked hub issues on cypher select plus products.